Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument malfunctioned during the 4th reload where the reload color was changed from black to green. The color was not recognized, and then the stapler instrument appeared to be reversed in the abdomen (pelvic mode on the patient's left side). The customer removed the sureform 60 stapler instrument and reseated the arm by pressing the trocar button at arm 3. From that point on, the sureform 60 stapler instrument was unrecognizable. The da vinci system kept asking the customer to remove and replace the instrument. The customer tried another sureform 60 stapler instrument which was recognized perfectly. The procedure was completed with no patient harm or injury.